Manufacturer narrative:
E1: patient city: (B)(6). Patient country: denmark.

Event description:
Reference number (B)(4). Event occurred in denmark. It was reported that the patient experienced low blood glucose (bg) event on (B)(6) 2026. The blood glucose (bg) was low and treated with food. No further information available.